Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4). (B)(4).

Event description:
A risk manager reported a patient that underwent photo refractive keratectomy (prk). The patient had normal re-epithelialization in both eyes. The patient was given instruction for tapering the topical steroid eye drop. At the patient's follow up visit the patient indicated they discontinued the steroid drop before completing the taper because they "didn't think it was doing anything." Slit lamp examination noted bilateral corneal haze. The patient was restarted on topical steroid drop and followed weekly. On the patient's follow up visit the haze was resolving and there was trace haze in both eyes and the topical steroid was tapered. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.